Event description:
MFR's manuals and training by their product rep instruct the pt to prime the pump with sufficient insulin to flush out all air from the reservoir and infuison set tubing - at this point drops of insulin will emerge from the end of the tubing. It is impossible, in practice, to stop exactly when the first drops appear and thus, a variable amount of insulin is pumped during this priming. Rptr noticed that there was an indirect relationship between the amount of fluid that was pumped after the appearance of air and the mean glucose value for all blood glucose determinations obtained with the set. I.e., the more insulin that was used to prime, the lower the values for all determinations with that set. The difference in mean glucoses values could vary by as much as 60 mg/dl between one set and another.